Manufacturer narrative:
The mrm4002 is a sterile, single-patient-use biopsy site identifier marker device that may be used in conjunction with biopsy probes that are manufactured by companies other than devicor medical products. In this event, the mrm4002 was used in conjunction with the senorx biopsy probe. Bard is the legal manufacturer of this product and is responsible for any follow-up device analysis. This report is specific only to the mrm4002 analysis. The marker device has not been returned for analysis at this time, which precluded a full investigation and analysis of the root cause. Tip shear has been identified as a potential risk whenever the applicator shaft is removed separately through the biopsy probe once it has been positioned in the probe aperture for marker deployment. Biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft once it is exposed to the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide warnings and precaution language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning #10: remove the mammomark applicator and the biopsy probe together as a single unit from the site and obtain images to confirm marker placement. Retraining was conducted following the event. Follow up with the customer revealed that the patient had a benign finding and has elected not to have the tip removed at this time. The patient will continue to be monitored. Due to the potential for a subsequent procedure and/or treatment, and pursuant to 21 cfr 803 we are submitting this medwatch report.

Event description:
The sales rep reported that the customer was using a mammotome clip with the bard senorx needle. The customer stated the holster had been refurbished, when they got the holster back and did the case with the mmt marker he felt resistance. The customer then pulled the clip out while the needle was still in the breast, then deployed another clip and still felt resistance. The customer then pulled the needle out of the breast, did a post image and saw that the green plastic tip of the marker had sheared off and was in the breast. The titanium clip was not found in the breast but was found still in the marker applicators.